Event description:
It was reported that the proximal filter could not be resheathed. Vascular access was obtained via a radial approach. A sentinel cerebral protection system was placed and the proximal filter deployed. The physician then attempt to adjust knob 2 to articulate the distal device; however, the knob 2 'turned and turned' but did not activate the distal portion of the device. The proximal filter was not able to be fully retracted into the sheath prior to removal. The procedure was completed with another sentinel cerebral protection system. No patient complications were reported. It was further reported this event is reflected in user voluntary report #(B)(4). The patient was fine during the issue and was not affected.

Manufacturer narrative:
A2 age at time of event: updated. As sex: updated. B1 adverse event/product problem corrected from adverse event to product problem b5 describe event or problem - updated. E4 init rptr also sent rep to FDA: updated.

Event description:
It was reported that the proximal filter could not be resheathed. Vascular access was obtained via a radial approach. A sentinel cerebral protection system was placed and the proximal filter deployed. The physician then attempt to adjust knob 2 to articulate the distal device; however, the knob 2 'turned and turned' but did not activate the distal portion of the device. The proximal filter was not able to be fully retracted into the sheath prior to removal. The procedure was completed with another sentinel cerebral protection system. No patient complications were reported.

Event description:
It was reported that the proximal filter could not be resheathed. Vascular access was obtained via a radial approach. A sentinel cerebral protection system was placed and the proximal filter deployed. The physician then attempt to adjust knob 2 to articulate the distal device; however, the knob 2 'turned and turned' but did not activate the distal portion of the device. The proximal filter was not able to be fully retracted into the sheath prior to removal. The procedure was completed with another sentinel cerebral protection system. No patient complications were reported.

Manufacturer narrative:
H3 device eval by MFR: analysis of the returned device found the distal filter slider (#3) was bent and the y-hub was slightly visible. No flushing was achieved through distal filter slider (#3), and flushing could not be performed through the front handle because of the fluid coming out from a hole found in the sheath. During functional test, proximal filter was un-sheathed/sheathed using proximal filter slider (#1) and the distal filter was un-sheathed (slowly pushing the distal filter slider). It was confirmed that the ads would not articulate due to articulating knob (#2) being loose. Proximal filter failure to capture/retrieve could not be confirmed. Additional analysis was performed and it was found that the proximal sheath had an irregular cut (leak site) located about mid sheath, and x-ray analysis confirmed this cut was on a superficial level and did not damage the internal components of the device. There were also drag marks found under articulating knob (#2) but, upon manual testing, it was confirmed that there was no pull wire breakage, as the ads slightly articulated when manually moving the y-hub.